Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator was overdischarged. This is the patient¿s 2nd or 3rd overdischarge. The patient had tried a triple charge. He did several sessions and felt that he had charged the implantable neurostimulator; however, it was not charged. The implantable neurostimulator was confirmed to be at end of service. An implantable neurostimulator replacement is planned; however, has not been scheduled. There were no further complications reported or anticipated.